Manufacturer narrative:
Manufacturer's ref# (B)(4). Manufacturer's investigation: technical investigation concluded: it has not been possible to review the production records for the affected dome, as domes do not contain serial numbers. Clinical conclusion: it has been reported that a user had a hearing aid dome come off inside her ear canal, it is unknown if it was in the right or left ear. The user went to the emergency room to have it removed. There was no reported harm following the incident. The user is scheduled for a visit with her hearing care professional, to review proper dome placement techniques. The user is not a first time user and has not experienced this before. Clinical conclusion is that the dethatched dome has not caused harm to the user, and it is unsure if the dome came loose due to a poor placement technique. The clinical evaluation for the device family does evaluate domes coming loose in the ear canal. This is identified in the risk analysis and mitigated through device design by ensuring a sufficient pull force. The user guide states to contact the hearing care professional (hcp) if a foreign object or wax is in the ear canal to reduce the potential risk of harm as far as possible. There are no new clinical aspects (e.g., unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusions herein are sufficient. Risk assessment: risks related to objects getting stuck in the ear canal are generally known, considered in the risk analysis, mitigated and communicated to the user. The risk is deemed to be of an acceptable nature. Manufacturer's investigation is final. This is a combined (initial and final) report.

Event description:
It was reported that a user had a hearing aid dome come off inside her ear canal, it is unknown if it was in the right or left ear. The user went to the emergency room to have it removed. It was removed successfully. There was no reported harm caused by the incident or following the removal. No further follow up is available or expected.